Manufacturer narrative:
Corrected information: d6a.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's measurements were inaccurate. As a result, the patient underwent a right heart catherization to recalibrate the sensor by 18.4 mmhg. Issue was resolved.